Event description:
Philips received a complaint from the customer on the v60 indicating that a navigation ring part requires replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to request a navigation ring part replacement. Repair pending. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) then went onsite and replaced the navigation ring to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.